Event description:
It was reported that contamination occurred. An encore 26 inflation device was selected for use. During the course of the procedure, outside the patient, it was noted that there was presence of black object. There was no patient involvement and the procedure was completed with another of the same device. No complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The gauge needle was at 0 atm when received. An o-ring was observed in the threaded plunger. No other issues were identified during the product analysis.

Event description:
It was reported that contamination occurred. An encore 26 inflation device was selected for use. During the course of the procedure, outside the patient, it was noted that there was presence of black object. There was no patient involvement and the procedure was completed with another of the same device. No complications were reported.